Manufacturer narrative:
The subject device was returned to olympus india but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed the reported phenomenon. As the order of occurrence, the noise coming in the image of the subject device was first, then after some time the image was getting freeze. It was found the dp board failure which occurred both malfunctions, image freezing and noise. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found the image of the subject device was getting freeze. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc presumed there was the possibility this phenomenon was attributed to the dp board failure of the subject device due to the component failures on the dp board with passing more than 6 years since manufacturing the subject device. The dp board is a board which performs image processing such as freeze processing, and it was presumed that including the freeze operation or other will likely to occur if the dp board failure. If additional information becomes available, this report will be supplemented.